Event description:
Material no: 309605; batch no: 9114756. It was reported that before use of the bd 10ml syringe luer-lok¿ tip the syringe tips are defective and unable to apply tip caps. The following information was provided by the initial reporter: syringes have defective tips and they are unable to apply the tip caps. Defective quantity is: 4 each.

Manufacturer narrative:
H.6. Investigation summary: four loose 10ml syringes were received and evaluated. It was observed all the syringes contained damage at collar and deformed threading. The damage was rejectable per product specification. Potential root cause for the damaged barrel defect is associated with the assembly process. No corrective actions are necessary based on the defective rate identified. Batch 9114756 is considered in compliance with our product specification requirements. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see section h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Material no: 309605 batch no: 9114756. It was reported that before use of the bd 10ml syringe luer-lok¿ tip the syringe tips are defective and unable to apply tip caps. The following information was provided by the initial reporter: syringes have defective tips and they are unable to apply the tip caps. Defective quantity is: 4 each.